Manufacturer narrative:
Additional information: h11: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e4: reporter sent to FDA? (Updated to "no"). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric pumps overinfused during infusion. The first pump ended 12 hours early, and the second pump ended 6 hours early. The devices contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.